Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. This product is registered as a combination product.

Event description:
It was reported that the patient presented for revision of the right ventricular lead due to increased capture threshold, and decreased sensing values. Unstable impedance measurements were also noted. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of high capture, under-sensing, and inadequate impedance were not confirmed. As received, a complete lead with a clip-on tool was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray and visual inspection of the lead found no anomalies.